Event description:
Country of complaint: (B)(6). Suture breaks below the knot during use.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufactured quantity: (B)(4) units were manufactured and distributed. There is one similar report about this code/batch, but for a different cause (detached). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. The results during the final process inspection fulfill OEM requirements. Received 1 contaminated sample in open pouch. The received sample was taken for a visual inspection and we noticed that a fraction of the thread has evident marks of a needle holder. Conclusions: the complaint is not corresponding (not justified). Corrective action: not applicable.